Event description:
The customer reported that the insulin pump was not delivering the insulin correctly, and she was experiencing high blood glucose of 333mg/dl. Went over bolus history and customer was not bolusing for her high glucose level. The customer stated that she measures her blood glucose when she feels funny, but she was not giving herself a correction. Advised the caller to talk with her doctor about possibly changing her settings in her bolus wizard, which she did and nothing was changed. Offered to troubleshoot once again, but the customer declined and stated that she would monitor her blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.